Manufacturer narrative:
The unit was received with all of the buttons responding properly. There was no damage or moisture damage on the keypad assembly. There was no unlocked lcd keypad connector. Per visual inspection there were no traces of moisture found at the electronic or motor assemblies. The unit had a minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a keypad anomaly. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.